Manufacturer narrative:
All initial and repeated results were printed with "orh" errors. ("Orh - the result is above the normal reference range for accu tni".) Qc performed on (B)(6) 2009, recovered within range. Qc run on (B)(6) 2009, failed out of range high. Customer called a customer technical service (cts) for assistance and was advised to discontinue running patient samples and to run a diagnostic system check. The system check failed. A field service engineer (fse) was dispatched: the fse reviewed the customer's failing system check, and noted a very high substrate mean. The fse performed a substrate decontamination procedure. The fse found wash buffer straw in the wash buffer cubetainer was broken. The fse replaced a wash buffer cap/straw assembly. The fse verified repair per established procedures. Hardware issue may have contributed to this event.

Event description:
A customer obtained erroneously elevated troponin (accu tni) results, above the ami cut-off, for 15 patients. The initial and repeated accu tni results were in the range of 0.50ng/ml - 0.92ng/ml. The results were reported out of the lab. The original samples were tested on a different instrument and results obtained were: 0.00 - 0.17ng/ml. Corrected reports were sent. Based on supplied information, one patient was admitted and a cardiac catheterization procedure was performed. It is not known which patient underwent the procedure.